Event description:
It was reported that the patient presented with a methicillin-resistant staphylococcus aureus (mrsa) infection and vegetation on the leads during hospitalization. The vegetation was visualized via echocardiogram on both the right ventricular (rv) lead and the right atrial (ra) lead. Both the rv and ra leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.